Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the cc (cartridge chemistry) sample probe and the reagent syringe to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
Customer reported that the unicel dxc 600 pro synchron system generated erroneous low patient results for bun (blood urea nitrogen) and cr-s (creatinine). There was no change to patient treatment in association with this event. Quality control was within the laboratory's established ranges prior to this event.